Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the inlet was broken. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited the power supply inlet was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the power supply inlet was damaged and the wire was corroded. Should additional relevant information become available, a supplemental report will be submitted.